Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited incorrect, inadequate or imprecise result or readings and inappropriate mode switch. It was noted that there seemed to be a clearing issue of an unknown origin and some anomaly as to the reading of why the numbers were different for the mode switch burden and the ata burden. The device reached normal elective replacement. The device was explanted and replaced. The patient was in stable condition.